Event description:
It was reported that during an unk procedure, the device gave error 5 and the blade tip broke off, broken part has been retrieved. No other info is provided. Another like device was used to complete the case. No pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.